Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. Physio could not verify the customer's complaint of the device not powering on. The device did power on, but with only a momentary voice that had the volume fade out to zero. Subsequent power cycles had no volume on the voice. The device would charge and shock defibrillation energy.  The device's upper and lower cases had cracks at the speaker opening. When the device was opened for inspection, it was observed that the main charge capacitor had dents in the can end. In addition it was observed that the speaker had a broken ferrite bead with one half missing. The loose ferrite bead most likely caused the voice volume to fade to zero from shorting against circuitry before the device was opened.  The damage on the parts was caused by impact. A replacement device was provided to the customer under warranty.